Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported leak was not confirmed during returned analysis. To test for leak, the balloon was inflated to 18 atmosphere, rated burst pressure, and was left for 3 days with no damage noted to the balloon and no leak noted to the catheter. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the mildly calcified, mildly tortuous, mid left anterior descending (lad) artery lesion, the 2.75 x 12 mm nc trek balloon dilatation catheter (bdc) was advanced without reported resistance and an unspecified leak was noted. The device was removed and a second 2.75 x 12 mm nc trek bdc was used to successfully complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.